Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 3004485144-2015-00064.

Event description:
The sales associate reported a broken screw and 2 broken screwdrivers that broke in the screw. The surgeon was removing competitive screws from the patient during this t11-s1 procedure. At s1, he removed a 7.5 x 40mm screw and installed polaris translation of the same size into the same screw hole. During final tightening, the surgeon heard a loud crack and thought the screw housing had splayed open. He tried to remove it and replace it with a different screw. During this removal, he found that the driver tip had broken; this was the crack he heard. He helicoptered the screw to remove it, but the screw shaft broke in the neck section, so the housing and its subcomponents became detached from the threaded portion of the screw. He then used a competitive instrument to remove the screw. While installing a second translation screw into the same hole, the surgeon broke a second driver but was able to position that screw into place. There was a delay of 30-40 minutes while the first screw was removed, but there was no harm to the patient.